Event description:
Reportedly, the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) level of 554 mg/dl. Customer administered a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.